Event description:
It was reported that a patient underwent a sling and total pelvic repair procedure on (B)(6) 2010. During hydro dissection, there was a small bleed on the right obturator internus muscle which was resolved with suture. The guides were placed easily during the procedure and there was good hemostasis when closing. Hours later, the patient experienced oozing from the left buttocks and became dizzy and weak. Hematocrit was 23. A CT scan showed retroperitoneal bleed with active extravasation from left uterine distribution. The patient was given three units of blood. Exploratory laparotomy and emergency hysterectomy were performed. No further bleeding was seen. The next day, her hematocrit fell to 22 and was given two more units of blood. The patient went home on day five with a foley catheter due to inability to void. On (B)(6) 2010, the patient still could not void.

Manufacturer narrative:
(B)(4). (B)(4). Bleeding occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolift total pelvic floor repair, tension free vaginal tape.